Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate therapy due to t-wave oversensing (twos. It was noted the twos algorithm did not withhold therapy. Twos algorithm failed due to recalculated r-r interval were on (and not above) the ventricular tachycardia (vt) detection interval. The device remains in use. The lead remains in use no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) identified. Vf detection occurred on 1 instance that was aborted without shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.